Event description:
It was reported that the customer had a blood glucose level of 431 mg/dl. The customer stated when she changed her reservoir, she skipped the fill cannula step. The customer was assisted in filling the cannula. The customer also stated she had issues with sensor calibration and that her insulin pump frequently went into threshold suspend. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.